Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple altitude alarms occurred. There were no reported abnormal altitude conditions that preceded the alarms. Additionally, an occlusion alarm occurred. System check could not be performed as the occlusion alarm occurred in the past. Reportedly, the pump had been exposed to water prior to when the altitude alarm occurred. The customer's blood glucose level ranged from 160-167 mg/dl. Reportedly, the customer addressed the alarms by clearing the alarms and resuming insulin delivery on the pump.